Event description:
Customer reported an over infusion. A secondary of a pre-chemo medication either a 50 or 100ml bag, was programmed to infuse at 220ml/hour. Initially when the secondary was started, fluid was flowing from the primary 500ml bag and not the secondary. The secondary set was removed from the port on the primary, the port was flushed and the secondary set (baxter (B)(4)) was reconnected. When the secondary was restarted, unregulated flow from both the primary and secondary was observed. The user was at the pt's bedside at the time and the infusion was stopped. Additional event info received during a site visit: the lead rn who was called in to help when the nurse had the chemo pre-med event, reported that when she went in, the secondary med, emend was "ripping in". They clamped it, disconnected it, flushed the primary upper y-site and then reconnected and tried again. She reported it worked fine after that. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.